Event description:
It was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on during the time of the call and declined to further troubleshoot with tandem technical support. No additional information was provided. Customer continued using the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.